Manufacturer narrative:
To date, information suggests that this medical device has not been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit decreased amplitude, increased pacing threshold and loss of capture. The loss of capture did not cause patient injury, but surgical intervention was done to mitigate the issue.